Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had scratched screen and cracked display window corner.

Event description:
It was reported that the customer's insulin pump alarmed every time a prime is performed. It was stated that the piston continues to move forward after it makes contact with the reservoir and insulin squirted out. Advised the caller to discontinue the use of the device. No further information was provided.